Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was found broken during the inspection, in (B)(4) warehouse, after being received from a surgery in (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record could not be conducted as the device lot number is not known. No systemic trends were observed. The root cause cannot be identified as the device was not returned for evaluation. If more information and/or the complaint samples become available at a later date, the complaint will be reopened and the products will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.